Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak); related to operational context (insufficient overlap at implant); incorrect technique/procedure (insufficient overlap at implant). Conclusion: known inherent risk of a procedure (endoleak); use error caused or contributed to the event (insufficient overlap at implant).

Event description:
Additional information was received. It was reported that the patient had a secondary intervention. The physician relined the junction of the talent stent grafts and performed a snorkel technique resolving the type iii endoleak . No clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. During a follow up visit, a type iii separation endoleak was seen between the bifurcated stent graft and the aortic extension cuff. The physician may not have had enough overlap at initial implant. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films four years post-implant show that the aortic cuff is positioned just below the lowest left renal; the left renal is stented. The proximal cuff od is 31x34mm. The bifurcate is currently approximately 1.5cm below the aortic cuff; with 1cm of overlap with the cuff. On the right side, the bare spring of the bifurcate extends approximately 1cm outside the aortic cuff; the aortic diameter at this location is 45mm, and there is contrast seen within the proximal neck. The source of the endoleak is either a proximal type I or a type iii separation. The aaa max diameter is 4.8cm and no contrast is seen in the sac. The limbs are patent with little observed angulation. Earlier follow-up images were not provided. The initial placement of the bifurcate and cuff overlap at implant is unknown. The cause of the endoleak is unknown; it is possible that inadequate overlap at implant, or disease progression, may have contributed.